Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested]. Microscope inspection of the cylinders revealed that both cylinders had holes in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected and the krt was found to be worn to the filament. The pump did pass the leak test and functional testing. Investigation of the reservoir found wear at a fold in the reservoir shell. The leak test revealed the strain relief krt junction leaked but was consistent with sharp instrument damage. Based on the information available and analysis results, the holes found in the outer tube of both cylinders from krt wear could have caused or contributed to the reported allegation of hole/perforation; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.